Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter.

Event description:
Information was received from a regulatory agency from a consumer in the (B)(6) who received unknown baclofen via an implantable pump. The lot, concentration, and dose were reported as unknown. The patient¿s medical history and concomitant medications were not obtainable. The patient¿s catheter in the intrathecal space had dropped several inches down the spine and ¿therefore making it useless¿. However, ¿to try to maintain baclofen supply to brain¿, the patient had been ¿having a 6 month supply in 6 weeks¿ plus oral baclofen. A neurologist had prescribed 35mg diazepam at night as muscle relaxant. A consultant neurologist and dermatologist for two years had been looking as to why the patient¿s skin was itching all over. The patient reported that according to the drug manufacturer this could be due to high volumes of the drug getting into the body (system). The patient reported that an immediate danger was that the sudden interruption of the drug to the brain is death and albeit no one treats it as such¿. There was ¿no urgency¿ on repairing the patient¿s dropped catheter which they now claimed happened when the patient fell on their head on (B)(6) 2015. The patient reported they had a serious injury. The patient was bedridden, experienced a low pressure headache, severe spasticity all ¿24/7¿. There was also itching that ¿drives one almost mad¿. The patient also lost control of their bowels, had severe eyesight problems, and the inability to tolerate light. The patient had to employ more ¿carers¿ to assist them. The patient also reported an ¿increase of thickening of meninges therefore there are days you are living with the equivalent of viral meningitis. 24/7¿. As reported, ¿russian roulette has the brain had enough baclofen too keep you alive.¿ it was unknown if surgical intervention occurred, reported as not obtainable. The patient was reported as alive-with injury. It was unknown if the issue was resolved at the time of the report but the device status was noted as implanted and remained in-service. It was reported that a representative was not present at the time of the event. Further on 2017-apr-10 a health care professional (hcp) via a representative indicated that the patient had been receiving intrathecal baclofen therapy since around 2007. In (B)(6) of 2016 the patient brought to their attention that he was experiencing pain around his spinal catheter entry site, to ensure his issues were addressed thoroughly the patient was arranged for a review meeting with the neurosurgeon, neurologist and the itb team; however, the neurologist did not attend. This meeting identified from computerized tomography (CT) scans that the spinal anchoring system was very close to the surface of the skin and that the intrathecal catheter was not in the correct position. The patient was put on the theatre waiting list and was due to go for revision on (B)(6) 2017. As reported, the itb team was managing the patient¿s medical issues appropriately and had no concerns with the catheter or pump systems in this case or any other. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative spoke with the patient¿s clinical team and it was reported that the pump and catheter are working normally and there are no clinical concerns in that respect and that any other details to do with this situation are not available. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.